Event description:
A report was received that the patient underwent an explant procedure due to an infection at the paddle lead and ipg site. The patient was prescribed oral and IV antibiotics. The physician believes the infection was procedure and device related as the patient was diabetic and has hard time healing. The patient is reportedly doing well following the explant procedure.

Event description:
A report was received that the patient underwent an explant procedure due to an infection at the paddle lead and ipg site. The patient was prescribed oral and IV antibiotics. The physician believes the infection was procedure and device related as the patient was diabetic and has hard time healing. The patient is reportedly doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan 2x8 lim, 50cm model # sc-4316, serial # (B)(4), description: next generation anchor kit-sterile.

Manufacturer narrative:
The returned devices were analyzed and no anomalies were found. No complaints about the functionality of the devices were reported. Damages to the leads are a result of a typical explant procedure and it is not considered a failure. No anomaly was noted in the sterilization records. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.